Event description:
Additional information was received that this lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, trilumen insulation damage was noted through the rate sense negative and distal high voltage lumens along with webbing damage between all three conductors, approximately 210mm to 225mm from the terminal pin. The distal high voltage conductor was fractured at this location. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first-rib region. The lead also had a lead-on-lead insulation abrasion through to the distal high voltage conductor 210mm to 213mm from the terminal pin.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedances > 200 ohms. An x-ray did not show any obvious breaks or fractures. The ICD and lead were explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.